Manufacturer narrative:
(B)(4).

Event description:
It was reported the rv lead exhibited multiple oversensing episodes which were attributed to t-wave oversensing. Programming changes were suggested. There were no adverse patient consequences reported.